Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. Visual inspection revealed damaged insulation, open and bare cables in contact. The chassis required replacement to address the issue. The device was returned to the customer unrepaired due to customer declined repair. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had a short circuit at the power connection socket. There was no patient harm or serious injury reported as a result of this incident.